Event description:
It was reported by dealer that the tires are worn along with the bearings on the 3garbase power chair. There was no injury reported. Dealer did not have any additional information available.